Event description:
It was reported that they experienced high blood glucose level. Customer's current blood glucose level was over 22 mmol/l at the time of incident. Customer was treated with manual injection. Customer was not using auto mode. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.